Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial distal portion of the lead was returned in one piece. Visual inspection found an external insulation abrasion at the distal region of the lead breaching the outer insulation and exposing the outer coil. The damage was caused by friction with another device or patient anatomy. No other anomalies were found. Further information was requested but not provided.